Event description:
Sakura finetek USA received a medwatch report from FDA on october 25, 2011, stating the following (sakura finetek USA was not contacted by the hospital or the reference lab. Medwatch report filed by the initial reporter, (B)(4) was and is the only notification sakura finetek has received): "a male with down syndrome and acute myelogenous leukemia was admitted for chemotherapy. A bone marrow biopsy was performed on day of the admission. The pathology department performed a microscopic examination of the specimen and then they sent the specimen to a reference laboratory for histologic processing. The reference laboratory called and informed they could not find the specimen. Something caused the cassette to open and they lost the specimen. The hospital and reference laboratories searched for the specimen, which was wrapped in "histo-wrap" paper. The specimen was not located. Evaluation of cassette determined a possible manufacturer defect. It appears the tab that secures the cassette in a closed position either broke off or was missing..."

Manufacturer narrative:
Sakura finetek contacted the user/hospital and was able to obtain picture of the failed cassette. After further investigation and discussion with the initial reporter, it was discovered that the tissue was wrapped in histo-paper, placed in a cassette and then placed in a transport container containing neutral buffered formalin and sent to a reference lab. The reference lab notified the hospital that the cassette had came open and neither the histo-paper nor tissue could be found in either the transport container or in the reference lab. Since the histo-paper could not be found, it is an indication that the tissue was lost prior to processing or during/before transport. The uni-cassette closing mechanism ensures the cassette lid is securely in place, and the technician will hear a clicking noise when the lid is in place. In addition, the force require to close the cassette is an indication that the lid closing system has engaged. However, this cassette closing system was not correctly formed and as such neither produced the clicking noise nor required any force to close the lid. In addition, the lid would not stay in place; therefore, the technician should have been on notice that the lid had not engaged. Search of sakura customer complaint system has yielded two complaints, which are not related to this issue within the last 3 years. The hospital purchased this cassette back in 2009 and is not able to provide the lot number for investigation. We have reviewed production records, and qc data for all lots manufactured in the past three years. The data did not yield any indication of trend or product issues. However, further investigation and process improvement is still on-going.